Event description:
It was reported that allegedly imaging demonstrated that an arm of a vena cava filter had fractured and endothelialized in the pt's cava wall. The filter remains implanted. The pt was reported to be asymptomatic. It is unk whether the filter or the fractured component will be retrieved.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The device remains implanted; therefore, a product evaluation could not be performed. Additional event info and case images were requested; however, were not available. As neither images nor the product were returned, the result of the investigation was inconclusive. The root cause is unk. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.